Event description:
Customer states there was a hole inside of the tubing of a needle. Due to the needle being exposed to blood, it is unavailable for review. Since reporting this complaint, the customer has confirmed that the hole was located directly inside of the tubing, adjacent to the end cap (not the bevel side). The hole penetrated the tubing, causing blood to escape the tubing and drip out. Approximately 200ml of blood leaked. Replacement fluid was administered to the patient with 15 minutes of monitoring the donor. After 15 minutes, donor left the facility feeling well.